Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod packing coils (podj coils). During the procedure, the physician successfully deployed and detached a ruby coil into the target vessel using the lantern delivery microcatheter (lantern). The physician then attempted to advance a new podj coil through the lantern but the coil would not advance. Therefore, the physician attempted to resheath the podj coil; however, while the coil was being retracted, it unintentionally detached inside the lantern without the physician''s knowledge. The physician then inserted a microwire into the lantern and found that the detached podj coil was left inside. At this point, the podj coil began to unravel. The physician then pulled the lantern but the unraveled coil was left behind in the non-penumbra diagnostic catheter. Therefore, the diagnostic catheter containing the unraveled coil was removed. The procedure was then successfully completed using a new diagnostic catheter, a new lantern and new ruby coils. It should be noted that there was no alleged deficiency against the lantern. The physician wanted to pull a new lantern in case any of the unraveled podj coil was left behind in the catheter. There was no report of an adverse effect to the patient.